Event description:
It was reported that a tfna nail has broken 4 months post op. Patient experienced pain and underwent tfna removal surgery on (B)(6) 2024. No further information is provided.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 04.005.524, lot number: 3957p81, manufacturing site: mezzovico, release to warehouse date: 13 jan 2023. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformance's were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found evidence of manipulation from surgical procedure was observed. Additionally, the threads of the screw were stripped and a fragment from the thread peeled. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lockscr ø5 l34 f/nails tan light green would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.